Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming testing as it would not power on due to the battery contacts being contaminated. The contacts were cleaned and the device passed the rerun testing. It was also noted that the lower case was broken and the battery contacts compressed. The unit was to be scrapped in-house. (B)(4).